Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically, no device deficiency has been identified. The manufacturer previously reported: the manufacturer received information alleging a patient with a trilogy evo device has passed away. The patient had a primary and a backup ventilator, but it is unclear which unit was in use at the time of death. Both devices will be returned for a device evaluation. It is noted that the sd card was wiped for unknown reasons. The patient had chronic respiratory failure due to neuromuscular disease and was trach dependent. There was no allegation that the device malfunctioned or contributed to the death. The device settings at the time of the event were: pc-simv, pc 10, peep 8, ps 8, rate 18, time 0.8, trigger auto trak sensitive, and rise time 1. The alarms that occurred were 40 second circuit disconnect, high tidal volume 350, low rr 10, and high rr 90. The clinical assessment team states that "this notification was reviewed due to a customer reporting that two trilogy evo ventilators required return following an unexpected death of a 5-year-old patient on (B)(6) 2025; the exact cause of death is unknown. A caregiver notified the respiratory therapist of the patient's passing. When the therapist attended the home to retrieve the devices and perform an in-home download of the device data, all patient data had been erased. The patient had both a primary and a backup ventilator, but it is unclear which unit was in use at the time of death, and the caregiver was uncertain whether that information had been provided to the therapist. There is no allegation of device malfunction. Past medical history includes tracheostomy dependence for chronic respiratory failure secondary to a neuromuscular disease. Based on the available information at this time, the alleged harm death is assessed as not related to the device in this case. The device was returned for investigation. The lab investigation stated ¿pil was unable to confirm a failure of the trilogy evo USA device. Pil retrieved and reviewed the event log from the device and noted that this device was in use on (B)(6) 2025, which was the event date per the MDR report. The device was placed into standby mode and then powered off at 5:57 utc on (B)(6) 2025. See attached event log. Pil noted that the software version on the device was 1.05.10. Summary: pil visually inspected the trilogy evo USA device for visual defects and found that the base of the device was physically damaged, note neither of the filters were installed in the device, per the event log this device was in use on (B)(6) 2025 and powered off. Pil then powered on the device and ran therapy for approximately 24 hours and the device was placed into standby mode and then powered off at 5:57 utc on (B)(6) 2025. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo USA device operates as designed.¿ based on information available at this time the device operated as intended, therefore the device did not cause or contribute to a serious injury or death. No further action is required.

Event description:
The manufacturer received information alleging a patient with a trilogy evo device has passed away. The patient had a primary and a backup ventilator, but it is unclear which unit was in use at the time of death. Both devices will be returned for a device evaluation. It is noted that the sd card was wiped for unknown reasons. The patient had chronic respiratory failure due to neuromuscular disease and was trach dependent. There was no allegation that the device malfunctioned or contributed to the death. The device settings at the time of the event were: pc-simv, pc 10, peep 8, ps 8, rate 18, time 0.8, trigger auto trak sensitive, and rise time 1. The alarms that occurred were 40 second circuit disconnect, high tidal volume 350, low rr 10, and high rr 90. The clinical assessment team states that "this notification was reviewed due to a customer reporting that two trilogy evo ventilators required return following an unexpected death of a 5-year-old patient on (B)(6) 2025; the exact cause of death is unknown. A caregiver notified the respiratory therapist of the patient's passing. When the therapist attended the home to retrieve the devices and perform an in-home download of the device data, all patient data had been erased. The patient had both a primary and a backup ventilator, but it is unclear which unit was in use at the time of death, and the caregiver was uncertain whether that information had been provided to the therapist. There is no allegation of device malfunction. Past medical history includes tracheostomy dependence for chronic respiratory failure secondary to a neuromuscular disease. Based on the available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.